Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. She stated the unaccounted refractive surprise amount is secondary to the lens moving forward due to a large capsulorrhexis. She reported the lens was exchanged for another model iol. During the iol exchange the surgeon reported a floppy iris and mild iris trauma. She stated following surgery, she noted corneal epitheliopathy due to pt medication and mild corneal edema. The surgeon reported the pupil is now round, but slightly eccentric with respect to iol and the pt refraction has not improved. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first iol.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).